Event description:
It was reported that during flushing the groshong PICC was teared off. PICC was removed and discarded. No other information was provided. Additional information received: it was stated there was no harm to the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, photo sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter extension tubing split is confirmed but the exact cause remains unknown. Two photo samples of a 4 fr groshong nxt catheter were provided for evaluation. The first image shows the product packaging label which indicates lot: refy1321. The second image shows the catheter inserted within the patient. The catheter extending outside of the patient is covered by a dressing which extends up to the two-piece connector. A partial break in the extension tubing proximal to the two-piece connecting interface of the connector was noted. The break surface appeared to be uneven; however, characteristics of the break could not be closely inspected. Based on the information provided, possible contributing factors include damage during handling or instrument damage. A break in the extension tubing was observed; therefore, the complaint is confirmed, but the exact cause could not be determined from the information provided. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that during flushing the groshong PICC was teared off. PICC was removed and discarded. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A batch history review (bhr) of refy1321 showed no other similar product complaint(s) from this lot number.